Event description:
It was reported that during a laparoscopic colon resection procedure, the device locked up. The jaws had to be forced open to remove from the tissue. The tissue was clamped, cut and then tied to remove the device. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 09/06/2007. Information anticipated, but unavailable at this time.